Manufacturer narrative:
Pump was received with blank display due to corroded battery tube. Unable to verify low battery alarm due to blank display. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had battery issue. The customer¿s blood glucose was unknown. It was reported that there was constant low battery alarm and they had changed battery several times over the last 24 hours but, that was not helped. The insulin pump will be returned for analysis.